Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for the lithium heparin tube having equivalent visual marks as sodium heparin tube with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for the lithium heparin tube having equivalent visual marks as sodium heparin tube with the incident lot was not observed as all samples met the required specifications. Additionally, the label of the sodium heparin tube contains diagonal hash marks as a visual indicator that the tube contains sodium heparin, whereas, the lithium heparin tube does not have the diagonal hash marks. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that during use of the bd vacutainer® lithium heparinn 75 usp units blood collection tubes the tops of sodium and lithium heparin tubes are difficult to distinguish, because the tubes are the same color which resulted in the wrong tube being used. Material no: 367884, batch no: 8215736. It was reported the tops of the tubes are the same color which resulted in the wrong tube being used. The following information was provided by the initial reporter: this was a significant issue when several shelf packs of nahep were used instead of lihep. Complaint from customer requesting color change on the sodium heparin tubes so they do not get mixed up with lithium heparin tubes of the exact same color.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® lithium heparin 75 usp units blood collection tubes the tops of sodium and lithium heparin tubes are difficult to distinguish, because the tubes are the same color which resulted in the wrong tube being used. Material no: 367884, batch no: 8215736. It was reported the tops of the tubes are the same color which resulted in the wrong tube being used. The following information was provided by the initial reporter: this was a significant issue when several shelf packs of nahep were used instead of lihep. Complaint from customer requesting color change on the sodium heparin tubes so they do not get mixed up with lithium heparin tubes of the exact same color.